Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, an alert for hv lead impedance greater than upper limit was observed on merlin.net transmission data. Further testing was recommended. Physician decided to continue to monitor the patient.